Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this revision was done because the patient had pain and the surgeon suspected the femoral stem was undersized and loose. In the surgery it was confirmed that the corail stem was loose so the stem and the femoral head were explanted. These were replaced with a summit femoral stem and ceramic head. The acetabular liner was also explanted and changed to a +4 10 degree. Doi: unknown. Dor: (B)(6) 2019. Left hip.